Manufacturer narrative:
(B)(4). Physio-control provided the customer with additional technical assistance over the phone. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process and the device would lock up. As a result, the need for therapy and/or ability to provide therapy could have been delayed or prevented, if it had been necessary. There was no patient use associated with the reported event.